Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the overlay tubing of the lead was extrinsically breached due to melting. The overlay tubing of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead had oversensing of noise. The lead was removed and a new lead was implanted. After lead removal, the lead was inspected by the physician and a nick in the lead was noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.